Event description:
The customer reported that, in the operator's opinion, the machine was collecting only whole blood. They stopped the run and started a second one. Again, the machine was collecting dark red. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Event description:
The patient identifier was not provided by the customer.

Manufacturer narrative:
(B)(4). Investigation: a set of level sensors were received from the customer for evaluation. Visual inspection revealed no anomalies. Level sensor functional test performed. Level sensor successfully completed the functional test. Machine also successfully completed 1hr saline run (2x). Was not able to duplicate the reported issue. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation: the run data logs were reviewed and a 'volume in collection bag may be lower than reported' alarm was found. There were also level sensor alarms in the run data logs. The service rep adjusted aim average intensity from 30% to 60%. They also replaced the low level sensor and they verified occlusion settings on pumps 4 and 5. The motor driver cca was replaced and the machine was functionally tested. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the service representative reviewed run data logs and found a 'volume in collection bag may be lower than reported' alarm. He also found level sensor alarms in the run data logs. Root cause: the root cause of the volume and level sensor alarms could not be identified. The cause of the unsatisfactory product color was an aim system that required adjustment for light intensity. The root cause of the light intensity issue is undetermined. Corrective action: the problem was addressed by the service technician at the customer's site. The service representative adjusted the system to optimize product color with the filler installed in the system at the site. He adjusted aim average intensity from 30% to 60%. He also replaced the lower level sensor and verified occlusion settings on pumps 4 and 5.

Manufacturer narrative:
Terumo bct internal reference: (B)(4).